Event description:
Adverse event: perforation requiring intervention. Onset of adverse event: during the procedure. Device issue: none. It was reported that 3.5 x 18 mm xience stent was implanted in the left circumflex artery saphenous vein graft (svg). A 3.5 x 18 mm xience stent was then deployed in the left anterior descending (lad) svg via direct stenting. After deployment of the 3.5 x 18 mm xience stent at 16 atmospheres in the lad svg, the 12 year old vein graft perforated. Two jostents were implanted which sealed the perforation; however, the pt still required cardiopulmonary resuscitation, a tandemheart assist device, and extracorporeal membrane oxygenation (ECMO) device to stabilize the pt. The pt remains stable on the assistive devices in the hospital. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: in this case, there was no reported product deficiency. Perforation is a known adverse event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture to design. The 3.5 x 18 mm xience v stent was implanted via direct stenting in a saphenous vein graft (svg); it should be noted that the xience v IFU states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. Additionally, the xience v IFU also states: the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in pts with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm. The IFU cautions that: the safety and effectiveness of the xience v stent have not been established for subject populations with lesions located in saphenous vein grafts. In this case, it cannot be determined whether the IFU deviations contributed to the reported pt effects.